Event description:
It was reported that three days post implant the patient had phrenic nerve stimulation and diaphragmatic stimulation. Surgical intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407458 implantable pacing lead implanted: 2014 (B)(6). (B)(4).